Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the microblade was deformed. The approximately 70%-80% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the microblade on the surface of the balloon was deformed, resulting in poor vascular permeability and the device becoming stuck at the bend. The device was simply removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter phone:(B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code of cause not established. Based on the event details, it is possible an interaction occurred between the deice and the mildly tortuous and severely calcified artery. However, based on the complaint information available and the fact that no device or image from the procedure was received for review, it is not possible to establish with certainty what the cause of the reported complaint was.

Event description:
It was reported that the microblade was deformed. The approximately 70%-80% stenosed target lesion was located in the mildly tortuous and severely calcified artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the microblade on the surface of the balloon was deformed, resulting in poor vascular permeability and the device becoming stuck at the bend. The device was simply removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.